Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection the sponge was found to be completely seperated from the cap. The reported issue was confirmed, however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge became separated from the minicap. There was no patient injury or medical intervention reported. No additional information is available.